Event description:
On (B)(6)2022, it was reported by a sales representative via sems that a ar-9401-17 humeral head extractor chipped. This occurred during an eclipse procedure while removing the humeral head the end of it chipped. The component was removed using a standard osteotome, and the case was completed. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9401-17 eclipse humeral head extractor, batch number: 052202, was received for investigation. The visual evaluation confirms the instrument tip had broken off. Also, signs of wear and discoloration spots were observed on the instrument. The causes remain undetermined. The observed condition is most likely the result of interference between the device and other instrumentation or bone during use.